Manufacturer narrative:
It was reported by an attorney that the patient underwent transvaginal excision of eroding vaginal sling on (B)(6) 2008 due to erosion.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent placement of transobturator sling (aris) on (B)(6) 2014 due to sui, s/p failed sling procedure. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced incontinence and hematuria.

Manufacturer narrative:
Patient code: (B)(4)-blood loss, (B)(4)-blood loss additional narrative: it was reported that following insertion patient experienced bleeding, burning sensation.